Event description:
Patient¿s legal counsel reported that patient underwent a right total hip arthroplasty on (B)(6), 2007, in which the m2a hip system was implanted. Subsequently, patient underwent a revision procedure on (B)(6) 2009, due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, loss of range of motion, problems sitting, and elevated metal ion levels. Lawsuit alleges no bone ingrowth to shell was noted during revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." And "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. " this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-04526/-04527).

Event description:
Patient¿s legal counsel reported that patient underwent a right total hip arthroplasty on (B)(6) 2007. Legal counsel for patient further reported that patient underwent a revision procedure on (B)(6) 2009 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, loss of range of motion, problems sitting, and elevated metal ion levels. Lawsuit alleges no bone ingrowth to shell was noted during revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the patient's revision operative report noted the reason for revision on (B)(6) 2009 was aseptic loosening of the acetabular cup, pain, and instability. Operative report further noted no bony ingrowth to the shell the acetabular cup and modular head were removed and replaced with competitor acetabular components and a biomet head.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.